Event description:
It was reported that bone wax was oozing from the amputation site. The patient had a below the knee amputation in 2000. The bone wax was extruding through the skin. The patient developed cellulitis in the area of the draining ulcer. The fistula completely healed with the treatment of antibiotics.